Manufacturer narrative:
The lot number for the three reported malfunctions were not provided, therefore, lot history reviews were not performed. The three devices were returned to the manufacturer for evaluation. The investigation did not identify self-activation for any of the devices. The definitive root cause could not be determined based upon available information. The devices are labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information's indicates that the model mc1610 biopsy instrument allegedly experienced self-activation. This report was received from various sources. This malfunction did not involve patient as there was no patient contact. The patient's age, gender and weight was not provided.